Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 13-jan-2023. H6: investigation summary: it was reported plastic was visible in the syringe. To aid in the investigation, one sample with no packaging blister and one photo was received for evaluation by our quality team. A visual inspection was performed and there is a string of rubber material about 1/2" long adhered to the rubber stopper. The composition of the foreign matter looks similar to the rubber stopper material. No other defects or imperfections were observed. This defect could occur if, during the rubber stopper trimming process, a piece of material came loose and stayed adhered to the rubber stopper. The photo provided shows a tray with a syringe and packaging blister where the top web is visible. The sample will be sent to the stopper supplier for further analysis, and the investigation updated accordingly when results from them are received. A device history record review was completed for provided material number 309653, lot 2278667. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway there was no report of patient impact. The following information was provided by the initial reporter: "on the inside of the syringe, the black rubber casing that is inside, you can see a piece of plastic."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: "on the inside of the syringe, the black rubber casing that is inside, you can see a piece of plastic."